Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit is out of tolerance". The unit was triaged and the reported issue could not be confirmed at this time. Tested the unit by running the 125ml rotor timed pump accuracy test. Rotor timed results were: 10.15, 10.16, 10.16, 10.09, 10.10. This was an average of 10.13 seconds per cycle. The results are in seconds and are all in the acceptable range for the epump which is 9.2 11.2 seconds. Tested the unit by running the delivery accuracy testing. With the unit set for a delivery rate of 125ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the epump, is 56.3 ml to 68.8 ml. Total amount delivered for this unit was 66.59ml which is within the acceptable range for testing. Ran the feed test at 400ml/hr and delivered 100 ml with no errors. The eputil manual test was performed which the unit passed with no errors. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer states that the unit is not accurate. On (B)(6) 2018 the customer called to provide additional information. Per the telephone conversation, the customer stated that the pump was out of tolerance. He stated that the issue occurred during accuracy testing. He allowed the pump to run for 15 minutes prior to testing and then 30 minutes for testing using the correct height. He did not record the exact mls the pump delivered but it was at least 1ml over the accuracy range. The customer tried a new set with the pump and received the same results. No patient was involved.